Event description:
It was reported that the bd alaris smartsite needle-free valve was damaged. The following information was provided by the initial reporter: what is happening is the needle-free valve we use to put on the end of our ivs is essentially allowing contrast/saline/blood to leak between it and the IV. Sometimes the IV will blow, sometimes it won't, sometimes techs are randomly hearing a pop sound when flushing saline through by injector to check the IV and two instances a patient heard it too. This was on the same patient, had an IV started in ivr rn area, patient reported she heard a pop and then the saline was leaked out under the tegaderm. So another IV was restarted on the table (the valve would have come from over here in CT) and while it appeared to flush, when the scan was done and a tech went back out to tell her they were done, the contrast had leaked out on the pillows and onto her shirt. She then stated that she heard the pop again when the injection started. I just got word that nlr msc is experiencing issues with them as well with reports of not being able to pull blood back for creatinine. They exchange the valve out with another one, and it will work just fine. When trying to flush saline through, it is harder to push than usual and it will eventually flush but when hooked up to the injector, causes the injector to pressure out. Possible lot #'s: 26025033 23115045 25085822 25085821 26015599 25125536.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.